Event description:
It was reported that after stent implantation, resistance was met during removal of the prowater guidewire from the mid to distal left circumflex coronary artery. The wire became stuck in the stent struts, but the wire was removed. After removal, the radiopaque tip of the wire was not on the device. An angiographic picture revealed that the tip was proximal to the newly implanted stent. Another stent was implanted to embed the wire tip against the vessel wall proximal to the newly implanted stent. There was no stent overlap. There was no clinically significant delay and no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed report, review of the still images of the cine found that the images are consistent with guide wire tip separation. The prowater guidewire tip was stuck in a 2.25x18 xience nano stent. A 2.25x8 promus element stent was implanted to embed the separated wire to the vessel wall.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The customer reported the device was discarded. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Device investigation could not be performed since the device was not returned for investigation. Investigation of the production record could not be conducted as no lot information was available. With the information provided, it is presumed that guidewire tip was trapped in an unidentified circumstance by the strut of the stent that was placed and deployed. The guidewire was then removed out in such a way, that may have resulted in the separation of the guidewire due to the force exceeding the product design limit. This could not be confirmed because the device was not returned for investigation.